Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core impaction drill was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the core impaction drill was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was not able to be confirmed as the device was not returned for evaluation. The device was not returned for evaluation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.